Event description:
The stryker touch screen rebooted when patient was asleep on the or table and then the touch screen went black. There was still video on a suspended monitor, but no way to capture video or images. Manufacturer response for video system component, stryker ups (per site reporter). The device was replaced.